Event description:
It was reported that a malfunction alarm occurred. There was no adverse effect to customer's blood glucose level. Additional information was not provided.

Manufacturer narrative:
Device not returned